Event description:
It was reported that this right atrial (ra) lead presented high capture threshold measurements a few days after it was implanted and when examined by fluoroscopy it was found to had dislodged. The lead was removed and when examined tissue was observed on the helix, with the physician opting to implant a new lead instead. No additional adverse patient effects were reported. The device is expected to return for analysis.